Event description:
It was reported that the asymptomatic patient was brought into the catheterization lab. A fluoroscopy was performed and externalized conductors on the right ventricular lead were confirmed. Lead revision was discussed. No further information was reported.